Manufacturer narrative:
Device is combination product device evaluated by MFR: the taxus liberte stent delivery system (sds) was received with no other packaging or devices. There was a complete separation at the proximal end of the catheter shaft. The returned portion of the catheter was 90.5 cm long. An unknown length of the shaft, including the hub, was not received. There was contrast in the wire lumen and blood in the distal end of the balloon. The balloon was tightly folded and the stent was centered between the markerbands. Inspection of the remainder of the device presented no further damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a during a catheter treatment procedure a stent would not cross the lesion. The severely calcified lesion being treated was located in the left anterior descending artery. The 2.5 x 20mm taxus liberte monorail drug eluting stent was advanced to the target lesion when it would not cross. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable. However, upon investigation, the device showed a complete separation at the proximal end of the catheter shaft along with a broken hypotube.